Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4). Device evaluation in progress.

Event description:
It was reported that a cleo 90 infusion set cannula remained under the skin during removal. The patient went to the hospital for a minor surgery to remove the cannula, which required two stitches. It was noted that there was redness, pain, and pus at the insertion site. After the surgery, the patient underwent several days of betadine treatment and medical consultation. The incident was considered resolved. No permanent injury was reported.

Manufacturer narrative:
One used cleo® 90 infusion site was returned and examined. A review of the device history record, relevant to the reported lot, found no issues or non-conformities during manufacturing. The site was found to have its soft cannula severed approximately 1mm from the site's base. The remaining length of cannula was not returned. There are no visual abnormalities in the wall thickness of the cannula, nor are there any defects in the device itself other than the missing cannula length. The crown of the site shows no signs of having any damage and there is no evidence found to suggest the event was caused from an intrinsic defect in the product. No definitive root cause of the issue could be determined.